Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this device and a right ventricular (rv) lead were associated with a high out-of-range shock impedance measurement when the patient presented for a regular device check. The measurement remained out-of-range after reprogramming to other shock vectors. A boston scientific technical services consultant (ts) discussed delivery of minimum and maximum energy shocks to test the system integrity. No adverse patient effects were reported.